Manufacturer narrative:
(B)(4) high test results patient problem code:(B)(4) no code available (cardiac catheterization) further investigation of the customer issue included a review of the complaint text, a search for similar complaints, a review of labeling and accuracy testing. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. The product was not available for return. Accuracy testing met all specifications. Based on all available information and abbott diagnostics' complaint investigation, the assay performed as intended and no product deficiency was identified.

Event description:
The customer indicated that a falsely elevated architect stat troponin-I result was generated for one male patient. Based on the result generated a cardiac catheterization was performed on this patient. The results of the cardiac catheterization were normal. It was indicated there were no complications due to having the procedure. The following result (ng/ l) information was provided (cut-off provided by the customer 30) sample 1 (same patient as sample 2): (B)(6) initial 268, retests 16.9 and 15.4 sample 2 (same patient as sample 1): (B)(6) initial 10.7, retest <10 additional discrepant data was provided (with no patient impact) on (B)(6) 2015 and (B)(6) 2015 sid: (B)(6) (same patient as (B)(6)) (B)(6), 9:45 am, blood draw (B)(6), 8:56 am, first reading 11743 (B)(6), 4:00 pm, second reading 9162 (B)(6), 5:47 pm, third reading 11.7 after centrifuging sid: (B)(6) (same patient as (B)(6)) (B)(6), blood draw (B)(6), 8:21 am, first reading 11.0 (B)(6), 4:00 pm, second reading 11.0 sid (B)(6) in double determination: results of 17 and 20 ng/ml.